Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that they found a broken piece of blood tubing set (brand : fmc) remain inside the y-site of the mahurkar catheter when performing a procedure. The procedure was stopped and a new mahurkar was inserted. The user request to have replacement. No patient involement.

Manufacturer narrative:
Submit date: 10/17/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample returned was received within a generic plastic bag. It consisted of one 11.5fx19.5cm mahurkar catheter and one blood tubing set of fmc brand. After visual inspection, the arterial adapter did not present defects, but rests of foreign material was found within the blue adapter. The inner region of the blood tubing set s adapter is cracked with rotating motion strokes. Two photos were provided by the costumer. They showed the venous and arterial extensions of the catheter and the fmc blood tubing set. The rests of foreign material can be observed within the blue adapter. Since there is foreign material stuck into the venous adapter it was not possible to determine the inner diameter with a pin gauge, however it was determined with the optical vertex. This complaint has been confirmed. Based on all gathered information, the most probable root cause can be considered as misuse, since the fmc blood tubing sets adapter was more likely cracked and stuck on the venous adapter due to over tightening. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% visual inspection during production, which would identify adapter s issues in the catheter assembly. This complaint will be used for tracking and trending purposes.